Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-02433 and 1627487-2013-02434. It was reported the patient experiences pocket heating when her stimulation is on and recently the burning sensation feels like it has spread toward the lead. She stated the burning subsides when she turns off stimulation. She also reported she experiences pocket heating while charging. It was reported the physician plans to explant and replace the ipg at a later date. No further information is available at this time. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction and field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
This ipg serial number was included in a field correction and field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.